Event description:
On (B)(6) 2022, a patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses and a gore® molding & occlusion balloon catheter. After all stent grafts were implanted, an angiography revealed a proximal type I endoleak. To treat the proximal type I endoleak, additionally an aortic extension of endurant ii was implanted proximally. After touch-up, an angiography revealed a dissection from a bare stent of the aortic extension to proximal. The physician decided to monitor the dissection because the false lumen was thrombosed. The proximal type I endoleak was resolved. The patient tolerated the procedure. The physician stated that touch-up balloon may have been applied too forcefully to the bare area of the aortic extension. Reportedly, the bare area of the aortic extension had to be touched up because it stood up against the vessel.

Manufacturer narrative:
(B)(4). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.